Manufacturer narrative:
The medical center in (B)(6) discarded all product at explant. Further clinical details and imaging have not been provided. Should more be shared and a definitive root cause be determined, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The complainant in (B)(6) had an impella cp-ECMO support for just under 12 days. At explant the team observed thrombus burden and performed a fogarty embolectomy to the impella limb.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. However, the investigation was completed, and the following was concluded: the relationship between impella and ischemia is unknown as it occurred on the contralateral limb to the impella. The investigation for the thrombus is in process, when completed a supplemental will be filed. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the thrombus was removed, the patient experienced limb ischemia in the contralateral lower limb. It was reported that the limb ischemia was resolved by troubleshooting, the type of medical intervention is unknown. No further information was provided.

Manufacturer narrative:
The relationship between impella and ischemia is unknown as it occurred on the contralateral limb to the impella. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation for thrombus is not determined. G1: corrected reporting contact first name, reporting contact last and reporting contact email.